Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a digestive endoscopic procedure performed on (B)(6) 2025. During the procedure, the spring in the handle broke and the clip failed to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.